Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl. The cause of the high bg was not known. During a pump system check, the luer lock was found to smell like insulin and the luer connection was loose. The customer disconnected and reconnected the luer lock to confirm a secure connection. An insulin injection was administered to lower the bg.